Manufacturer narrative:
Initial reporter postal code: (B)(6). The lot was manufactured from july 8, 2020 - july 9, 2020. The actual device was received for evaluation. A visual inspection performed using the naked eye found fluid inside the bag that contained the device which suggests a leak had occurred. Further inspection found he cause of the fluid was due to a broken tubing at the at the junction of the flow restrictor. A portion of the broken tubing remained inside the solvent-bonded area of the flow restrictor. The reported condition was verified. The cause of the broken tubing could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from an unknown location. This issue was discovered prior to patient use. The device was filled with benzylpenicillin 14400mg in sodium chloride 0.9%. There was no patient involvement. No additional information is available.